Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was reusing cartridges. Tandem technical support (tts) informed customer that reusing cartridges off label per the user guide. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 348 mg/dl.